Manufacturer narrative:
UDI: the part number and gtin are unavailable. The product code was unknown; therefore, the brand name, catalog number, serial/lot number, 510(k), and date of manufacture were unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported that during an unspecified cranial procedure, it was observed that two pieces of metal fragments were found on the sterile table but not in the patient while using an unknown handpiece device and attachment device. According to the report, the metal fragments were found towards the end of the procedure and on the same table that holds the drills in the beginning of the case along with all of the attachments. It was further reported that the fragments looked like the internal bearings of an attachment device; however, this was uncertain at the moment. It wsa unknown from which device(s) the metal fragments came out of; however, it could either be from the handpiece device or the attachment device. It is unknown whether the fragments are even pieces of the anspach devices that were being used in the case. The serial number and product code were unknown, it was reported that there was a 20 minute delay due to the event; however, the surgery was completed successfully using the same devices. It was reported that it was confirmed with an x-ray that nothing had fallen into the patient. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.